Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample tested on a cobas e 411 immunoassay analyzer. The questionable result was reported outside of the laboratory. The first repeat result is from the original sample. The second repeat result was from a diluted sample. The initial result at 12:16 pm was 22.27 miu/ml with a data flag. The repeat result of the original sample at 12:56 pm was 10000 miu/ml with a data flag. The repeat result of the diluted sample at 12:56 pm was 193344 miu/ml with a data flag. The reagent lot number is 55103601 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration trace did not indicate an issue. The qc was noted to be within 3 sd. The pre-analytical data was requested but not provided. The alarm trace did not indicate an issue. The field service engineer (fse) performed a blank cell calibration and system volume check with acceptable results. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.